Manufacturer narrative:
Liquid leakage was observed from a small hole in the tubing of the IV set. (B)(4).

Event description:
The customer reported that "we just had a chemo leak with taxol. The last part of the medication in the bag began to leak at the point where the spike is in the bag. No harm to nurse or patient that we are aware of. My thoughts are that the taxol somehow eroded the plastic which caused the seal to be broken."